Event description:
Patient had an ablation performed on [redacted date]. This reprocessed scope was used and had been previously sent to olympus for the sterilization. The patient's ablation was complicated by a pleural effusion that required a pericardiocentesis on [redacted date] during which cultures were performed and grew staph lugdunensis. Patient placed on intravenous ceftriaxone daily for 7 days. Infection control investigated the case and thinks the patient may have been infected by the scope.